Event description:
There was an allegation of questionable high sodium results from the cobas 6000 c501 module. Example 1 initial result was 174 mmol/l, and the repeat result was 140 mmol/l. Example 2 initial result was 161 mmol/l, and the repeat result was 138 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer found the sipper clogged. They cleaned the sipper and performed maintenance. The field service engineer found that the naoh tubing was torn. He replaced the tubing and performed quality controls. Afterwards, no further issues were observed. The investigation determined that the service actions resolved the issue.